Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was irritating an incision that he had on his chest. The patient was given gauze at the hospital to cover the wound. Follow-up indicated that the wound had healed.